Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset instructions, guiding them through the reset process. Following the reset, the error did not reappear, and the customer was able to successfully start a new sensor session.